Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had woken up with an elevated blood glucose (bg) level (350 mg/dl) the customer changed supplies to stabilize bg level. Troubleshooting could not be performed with tandem technical support (cts) as the alleged issue occurred prior to contacting cts.